Manufacturer narrative:
The reported event of failure to remove the set screw was confirmed. The device was above elective replacement indicator (eri) voltage level and the ventricle set screw was stuck upon receipt. Epoxy was revealed in the ventricular connector block threads, which resulted in the reported event. The observed epoxy was caused by a manufacturing anomaly.

Event description:
It was reported that the lead was unable to be connected to the device header due to inability to tighten the set screw during implant. The device was explanted and replaced to resolve the event and the patient was in stable condition.